Event description:
(B)(4) received a notice of incident that involved a walker that (B)(4) imports and distributes. While the end user was getting off the device, it tilted to one side. A pole extending from the walker gashed her leg requiring 60 stitches. This report is based solely from the insurance representative of the device provider.